Event description:
Technical services received a call on 07/18/2011 from sales rep. Described lead - there is abandoned atrial lead present. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).